Event description:
It was reported that the user experienced recurrent low glucose alerts while using the ilet bionic pancreas, with concern that the pump was delivering too much insulin and causing nocturnal low alerts with a low blood glucose of 46 mg/dl. The user treated lows with oral glucose and received troubleshooting and education. Symptoms included weakness and feeling unwell consistent with low glucose. Outcomes included interruption of sleep, need to consume sugar, and impact on daily activities. Investigation included a review of device performance through customer troubleshooting and user education. Investigation of this case revealed an unclear cause for the reported low glucose events. It was concluded that the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.